Event description:
It was reported that the right ventricular septum lead had high, out-of-range pacing impedances of greater than 3000 ohms. Boston scientific technical services was contacted to discuss programming options. The device and leads remain in service. No adverse patient effects were reported.